Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) evaluated the iabp and replaced the male qd fitting as possible leak comes from scratches on male fitting. The fse then performed leak check as required as well as applicable safety test. Unit passed all functional and safety tests per factory specifications. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no report of patient harm, serious injury or adverse event.

Manufacturer narrative:
Updated fields: : b4, e2, e3, g2, g3, g6, h2, h6, h10, h11 corrected fields: d5.